Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 28-mar-2017 and it was reported that the skin over where the pump was sitting was kind of broken down; it had kind of eroded the skin. The hcp (healthcare professional) kept decreasing the patient down to a lower dose so that they could revise and/or close the pocket. As of the date of this report, the plan was to have the patient come back for another two decreases and then early next week they were going to try to clean the pocket out and just re-suture the pocket closed because they tested and there was no infection in the pocket right now that they could see. Now they were just trying to keep it as clean as possible and then cut out and close the skin over the pump. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient¿s concomitant products included baclofen (10 mg at 1 tablet 3x/day) orally and methocarbamol (750 mg). On (B)(6) 2017, the physician noted fluid around the patient¿s pump. On ¿(B)(6) 2016¿ (presumed to be (B)(6) 2017), the patient was evaluated by neurosurgery and a small pocket of fluid collection around the pump was found, but at that time, the pump/catheter were not exposed. With that examination, it was felt that the patient would ¿need a wound revision if cultures negative.¿ on (B)(6) 2017, the patient¿s pump incision was surgically revised. On an unspecified date, an anaerobic culture showed no anaerobes after 5 days, an aerobic culture revealed one colony of gram + flora, and a fungal culture showed no fungus. As of (B)(6) 2017, use of the product was ongoing. No additional information was provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen 2000 mcg/ml at approximately 585 mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The patient¿s medical history included spinal cord injury. The patient called the office and stated that the skin above the pump had appeared to open up and stated he could see what appeared to be white netting through opening in the skin. The environmental, external or patient factors that may have led or contributed to the issue was reported as the patient was confined to a wheelchair and the pump appeared to rub on the chair while sitting. The diagnostics and/or troubleshooting were reported as the patient came into the office and the wound examined and confirmed the skin was open. The patient was scheduled for multiple decreases over the next week prior to a pocket revision/explant. The interventions and/or actions taken were the healthcare provider was dropping the patient multiple times a week to get the patient to a more manageable oral baclofen dose. Surgical intervention had not occurred but was planned. The issue was not resolved and the patient¿s status was noted as ¿alive, no injury¿ at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.